Manufacturer narrative:
Method/results/conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the x-ray system is generating images that are elongated. In addition, part of the image is missing.